Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for placement of an esophagel stent. The user facility was not able to supply any specific product information. Bsc has several manufacturing plants for esophageal stents. Co is unable to confirm at this time the appropriate manufacture plant for the device utilized. The clinician indicated that an esophagel perforation was noted after the stent was placed. The clinician did not indicate that the perforation was a result of any malfunction related to the stent but rather that it was related to the pt's disease process. There is no further information available at this time.